Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited back up vvi mode. The device was explanted and replaced on (B)(6) 2015. The patients condition was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.